Event description:
It was reported that the reporter was having issues charging the patient and just noted that she had seen ¿battery on the screen before.¿ the reporter was assisted in charging the patient¿s implantable neurostimulator (ins) and she got eight black coupling boxes. The reporter then used the patient programmer to sync with the ins and initially saw ¿on and ok.¿ another person then stated that they checked the ins ¿15 minutes ago and it read off and ok.¿ it was noted that the patient had a ¿change of condition over the past weekend.¿ the reporter clarified that the patient¿s blood pressure was up and he was agitated. It was not clear if the ins was on or off. The reporter noted that the patient was meeting with his doctor ¿on monday.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v032332, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a4,0 serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387s-40, lot# v032332, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7436, serial# (B)(4), product type: programmer, patient. Product ID: neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).